Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2012, it was reported that the pt had experienced elevated blood glucose levels and sent to the hospital with a blood glucose level of 408 mg/dl. She was treated with insulin and kept under observation until her blood glucose level lowered to 156 mg/dl. After she left the hospital, her blood glucose level rose to 176 mg/dl. The pt thinks the infusion device delivers too low an amount of insulin and that is the cause of the elevated blood glucose levels. The device has not displayed any error messages. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.